Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the customer requested replacement of the paddles. There was no patient involvement.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the device on site and determined that replacement of the paddles was required. The paddles were replaced to resolve the issue. The device remains at the customer site and it has been concluded that no further action is required at this time.